Event description:
The pump was returned for investigation. Investigation revealed contamination under all keypad button contacts. Evaluation also revealed the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the keypad was found to be peeling and torn at the up arrow key. When the keypad was removed, evidence of contamination was found under all button key contacts evaluation also revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).